Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report conplete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The reported blood glucose reading at the time of the hospitalization was 46 mg/dl. No troubleshooting was performed at the time of the phone call. Nothing further reported. The insulin pump is not being replaced at this time.